Event description:
It was reported that upon opening the package of the hi-torque (ht) balance middleweight (bmw) universal ii, visual inspection noted a bend on the tip of the guidewire. There was no damage to the dispenser hoop or chipboard box and there was no resistance when removing from the dispenser hoop. There was no device use or patient involvement. There was no clinically significant delay in the procedure. Returned device analysis identified the tip solder was separated and corroded and not returned. The account confirmed the separation occurred during removal of the guidewire from the inner package and it was not used in the patient. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported tip bend was able to be confirmed. The reported tip separation was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent mishandling during removal from the dispenser coil resulted in the reported bent tip/noted bent shaping ribbon. The noted multiple bends throughout the entire core, the noted misaligned and stretched coils, and the reported/noted tip separation likely occurred due to further handling or during packing for return analysis. There is no indication of a product quality issue with respect to manufacture, design or labeling.